Event description:
It was reported that guide wire coating was peeled off. The target lesion was located in the liver artery. A 135cm transcend guide wire was selected for use. However, during the procedure, as the physician was making the shape of the distal tip 3-4 times, it was noted that the coating of the distal tip was peeling. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.